Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a umbilical catheter. Customer reported that when changing the tpn/il for the infant, after connecting the fluids to the catheter, the nurse noticed blood in the catheter. The nurse flushed the umbilical catheter with a kids kit flush and kept getting blood back. The nurse noticed a leak at the site on the catheter where the catheter inserts into the hub which screws into the transducer port. This catheter was removed and replaced with a new one.